Event description:
It was reported that the patient's drg lead migrated and the patient lost effective therapy. As a result, surgical intervention was taken wherein the drg system was explanted and a scs system was implanted. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.